Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united kingdom reported the occurrence of a (B)(6) result for a neqas survey sample (escherichia coli) in association with the vitek 2 ast-n206 test kit. The intended result was (B)(6). It is unknown if repeat vitek 2 ast-n206 testing was performed or if any alternate method was employed to confirm the expected result. There is no indication or report from the hospital to biomerieux that the discrepant result led to any adverse event related to any patient's state of health. There is no patient directly associated with the survey sample. Culture submittals have been requested by biomerieux for internal investigation. Internal biomerieux investigation will be initiated.